Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in date of report to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
(B)(4). The returned guide wire had its coil wire elongated for approximately 70 mm from the middle solder set at 40 mm from the wire tip. Under the elongated coil wire, the inner coil wire and the fractured core wire were exposed. The distal end of the coil wire was bent, however, not fractured as the ball tip remained attached on the very distal end. The inner coil wire had widened coil pitch as it was stretched. The proximal end of the inner coil wire was soldered; the inner coil wire was not fractured. The core fracture end was twisted and had a longitudinal crack that indicated accumulated torsion that was applied while the core was bent contributed to core fracture. Coils were then unraveled to observe the distal segment of the returned guide wire. It revealed the distal segment of the inner coil wire was tightened. The inner coil wire was also unraveled to further observe the core wire. The core wire was found fractured at approximately 10 mm proximal to the wire tip. The distal core fracture end showed the same characteristics observed on the proximal core fracture end. The core wire was twisted and had a longitudinal crack, indicating the core fracture was due to accumulated torsion. Having the coil wire remained in one piece, measurement of the core length suggested that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was concluded that torsion was accumulated on the guide wire possibly affected by vessel tortuosity. When the accumulated torsion exceeded the guide wire's design limit, it likely caused the core wire twisted and eventually fractured. The coil wire was assumed to elongate by tensile stress applied upon wire removal. There was no indication of product deficiency. Instructions for use (IFU) states: [warnings] when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction. The tensile strength is 2.45 n (250 gf).; and, adverse reactions/events] breakage of this guide wire.

Event description:
It was reported that an asahi guide wire unraveled during tae against a type 2 stentgraft endoleak in the severely tortuous lumbar artery. Tri-axial system and the guide wire were delivered to the lumbar artery when resistance was felt. Upon removal of the guide wire, unraveling of the coils was recognized. A new guide wire was replaced to successfully complete the procedure. The patient was without problem after the procedure.